Event description:
This pt reported hearing a loud "bang" when using their cochlearimplant, immediately after which they were no longer able to hear with the device. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery was completed successfully in 2004.